Manufacturer narrative:
Result: missing nut from the head-end brake cam assembly, and a broken foot-end brake cam and brake adjuster.

Event description:
It was reported by service report that the stretcher brakes were not working. No patient involvement or adverse consequences are reported.